Event description:
Customer may have experienced a problem with the enteral feeding pump. Dept of social services is investigating the death of a pt. The pt used a pet pump and it has been requested that the pump be tested to ensure it is working properly.